Manufacturer narrative:
.

Event description:
The hcp reported that while conducting a study (in 2007), the pt was bolused with a mixture of 1 cc of drug, cerebral spinal fluid & isovue. The hcp stated they filled the syringe with dye; then aspirated 1 cc from the catheter access port with the same syringe, then pushed 1 cc of this mixture through the system. The hcp stated, the pt was asymptomatic, but planned to continue to monitor and assess the pt. The pump was programmed to deliver morphine (10 mg/ml) - daily dose was not reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.